Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has twiddlers syndrome which resulted in a conductor coil fracture of this atrial lead. A revision procedure was performed, and the lead was explanted and replaced. The associated right ventricular (rv) lead was repositioned during the same procedure. No additional adverse patient effects were reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event; however, further information was unable to be obtained at this time. This investigation will be updated should further information be provided. It was reported that this lead was discarded and will not be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event; however, further information was unable to be obtained at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient has twiddlers syndrome which resulted in a conductor coil fracture of this atrial lead. A revision procedure was performed, and the lead was explanted and replaced. The associated right ventricular (rv) lead was repositioned during the same procedure. No additional adverse patient effects were reported.